Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment and stent premature deployment occurred. After a 0.35x260cm zipwire hydrophilic guide wire was moistened with a saline solution, a 6x80x120 epic¿ stent was advanced to treat the lesion. However, the stent became stuck in the guidewire near the introducer. The physician attempted to release the stent and moistened the device further with the saline solution but ended up "firing" the stent, even with the safety lock. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, and the remainder of the device were checked for damage. The device returned without a guidewire in the device. Visual examination showed a kink on the inner liner approximately 10.5cm from the tip. The stent was returned deployed outside of the device and showed no damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Review of the manufacturing records confirmed that the devices in this batch met all applicable specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was further reported that the target lesion was located in the right femoral artery. The stent was advanced and significant resistance was encountered. The guide wire and balloon catheter were removed all together and the stent suddenly fired up outside the patient's body.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the right femoral artery. The stent was advanced and significant resistance was encountered. The guide wire and balloon catheter were removed all together and the stent suddenly fired up outside the patient's body.